Event description:
Patient presented to infusion center for chemo pump removal. Noted to have dried white circle on outside of chemo pump pouch and dried white granules on filter of pump tubing. Pump and tubing will not be returned per pharmacy policy regarding toxic substance.